Event description:
Information was received from the healthcare professional via manufacturer representing regarding a patient implanted with a neurostimulator (ins) for non-malignant pain. Patient stated that the neurostimulator didn't work as they anticipated. Unsure of any factors. Patient was reprogrammed. Patient wanted the devices out and did not want any further programming. The explant was performed on the date of the report. The issue resolved at the time of the report. The hcp had no further information regarding the event. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Based on further review of the file, the previously reported patient code of (B)(6) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.